Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient underwent right ventricular (rv) lead extraction and replacement due to a suspected lead fracture, lead noise, increased short interval counts (sic) and inappropriate non-sustained ventricular tachycardia (vt) episodes. During extraction of the rv lead, a superior vena cava (svc) perforation occurred leading to tamponade and pericardial effusion. At least two weeks after attempted extraction the patient expired due to significant organ damage and injury to the brain caused by loss of oxygenated blood resulting from the torn svc during lead extraction. The patient was dependent on external ventilation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on 2015 (B)(4). Of note, the reportable serious injury (eg. Perforation/tamponade/pericardial effusion ) is normally submitted via a bimonthly medwatch report submission that should have been submitted on 2015 (B)(4). Information was subsequently received on 2015 (B)(4) via diq review and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to the patient's death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Products: d224drg device implanted on 2013 (B)(6). (B)(4).